Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, alleging that insulin delivery did not pause and that the pump continued to deliver insulin even when paused, leading the user to disconnect at times and to change cartridges daily. Symptoms included hypoglycemia with blood glucose values as low as 43 mg/dl. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included a review with the user and arranging additional training. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that additional user training was indicated and the event was reportable as hypoglycemia with unclear cause.